Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor had several pause alerts due to unspecified sensing issue. No intervention was performed. The patient was stable.